Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient initially reported that she is allergic to the sensor patch adhesive. She developed a red, itchy rash under the patch area from the sensor that was inserted into the abdomen on (B)(6) 2019. Dexcom¿s medical safety contacted the patient by phone on (B)(6) 2019. She stated she had been using the product for about a year with no issues, and about a month ago noticed the overlay had bothered her a bit. During the evening/night of (B)(6) 2019 it was itching so intensely that it woke her from her sleep. She saw her doctor in the morning on (B)(6) 2019 and was prescribed oral zyrtec. She did get some relief from that after the first day of use of the prescription. At the time of further contact, the reaction had improved but the site was still itchy. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.